Manufacturer narrative:
Evaluation of the transducer could not confirm the articulation issue as described by the customer. The transducer articulation mechanism was functioning within specifications. However, the displayed angle of articulation was found to be out of specifications due to overtightening of the steering cables. A secondary articulation inspection step is being added to the manufacturing process to verify correct transducer articulation angles are produced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported encountering an articulation issue with their x8-2t model transducer during a tee examination. There was no injury associated with this event.